Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient therapy manager showed code 8286 (empty reservoir); the patient had her pump filled the week before this report and was not due for a refill, and would follow up with her healthcare provider. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had a refill on (B)(6) 2017 but the pump was not programmed to a full reservoir; based upon 13 days of delivery the reservoir volume at the time of this report should have been approximately 13.5ml. The patient was in the office the date of this report to have the pump reservoir updated to the correct volume. No further complications were reported/anticipated.